Manufacturer narrative:
Per tandem user guide: always remove all air bubbles when drawing insulin into the filling syringe. Always hold the pump with the white fill port pointed up when filling the cartridge. Always ensure that there are no air bubbles in the tubing when filling. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported not performing the air removal step when filling the cartridge with insulin. Customer was educated on the air removal process per the user guide. System check was performed with tandem technical support and the root cause could not be determined. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 345 mg/dl.